Manufacturer narrative:
Manufacturer's comment: the risk-benefit relationship of seprafilm is not affected by this report.

Event description:
Abscess on pelvic floor [pelvic abscess]. Case description: spontaneous report was received on (B)(6) 2011 from a physician, via a company representative, regarding a female patient (initials and date of birth unknown). The patient's medical history was not provided. The seprafilm lot number was not provided. On (B)(6) 2011, the patient underwent a total abdominal hysterectomy. During the surgery, one sheet of seprafilm was placed on the patient's pelvic floor over vaginal cuff and on pelvic side walls. During the surgery, irrigation was used. On an unspecified date in (B)(6) 2011 (a few days after the surgical procedure), the patient developed abscess on the pelvic floor at the site of placement of seprafilm. The treating physician consulted with interventional radiology. On unspecified dates in 2011, the abscess had to be drained at two different times. A culture was done and the patient was treated with appropriate antibiotics. The action taken with seprafilm was not provided. On an unspecified date in 2011, the patient recovered from the event of "abscess on the pelvic floor". Concomitant mediations were not provided. The intensity of the event was not provided. The relationship between seprafilm and the event of "abscess on the pelvic floor" was not provided by the reporting physician.